Event description:
The cardiologist attempted arteriotomy closure with a techstar xl 6 fr pvs device. One needle did not present on deployment. Fluoroscopy showed that the posterior needle has stalled just outside of the crimp ring. Needle back down was not successful. A second attempt at needle deployment and back down also was unsuccessful. The pt was taken for surgical device removal. Surgery was successful and the pt was fine. The vascular surgeon noted that the posterior needle had presented half way into the barrel in the anterior position.